Event description:
A report was received that the patient developed an infection, the exact location was not known. Symptoms included redness and swelling. The physician believed the infection was not device or procedure related. The patient was prescribed medication. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-50, serial #: (B)(4), description: linear 3-6 lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.